Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable broken at the distal idlers, allowing the pulley to spin freely. It appears that the cable broke under tensile loading. The other cables at the wrist are not damaged. Engineering also observed various deep scratches with material removed on the distal end of the main tube. The scratches are all under .500" in length and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions and/or rough handling. No other damage found. The endowrist instruments instructions for the (IFU) specifically states: general precautions an warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s surgical procedure, the tenaculum forceps instrument failed. Nothing fell into the pt and the planned procedure was completed. No pt harm, adverse outcome or injury was reported.